Manufacturer narrative:
Evaluation:results - visual inspection of the returned product showed the optic and a haptic plate was torn off and missing. There was a dark surgical residue on the lens. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon noted the aa4203tl one piece silicone lens was damaged as it was advancing towards the eye. The lens was removed and another same model lens was implanted without any pt injury. The reporter stated the lens was damaged during loading.